Manufacturer narrative:
The t:slim user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off due to insufficient battery life. Reportedly, the customer did not charged the pump for an extended period of time. Customer had elevated blood glucose (bg) levels reaching approximately 300 mg/dl. Customer was able to successfully turn the pump back on. A bolus was delivered to address elevated bg levels.